Event description:
It was reported that there was open impedances post operatively. The manufacturer¿s representative was unsure what led to the event. Impedance check was performed. The patient was going to go back to the operating room for revision in order to resolve the issue. The issue was not resolved at the time of report. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).